Manufacturer narrative:
Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to investigate adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received and identifying lot number to guide our testing, we have been unable to determine the relationship.

Event description:
The FDA forwarded information of a patient experiencing acanthamoeba keratitis while including complete moistureplus in their lens care regimen. Information reported to via voluntary medwatch program: "I contracted acanthamoeba keratitis in my left eye. I had none of the known risk factors - swimming with contact in, re-using solution, putting contacts in mouth or using tap water on contacts, etc... Event did not abate after use stopped." According to additional information provided on the form, patient's ae required medical intervention. Lot number of solution used by patient is unknown. Patient information was not provided; manufacturer is not able to follow-up to obtain further information.